Event description:
It was reported that the patient presented in clinic for follow-up with presyncopal symptoms. Upon interrogating the pulse generator it was noted that the capture had been slowly rising. The device was incorrectly diagnosing capture and withheld backup pulses resulting in presyncope. An autocapture test was performed and no other anomalies were found. The device was reprogrammed resolving all patient symptoms. Patient would continue to be monitored normally.